Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient's body had started to "seize up" contracting and relaxing which was making her sick. It was logged that the patient believed the symptoms were related to the spinal cord stimulation therapy because she had never had this happen before and was implanted (B)(6) 2014. It was reported the symptoms just started on the day of report. It was noted the patient had turned stimulation off and continued to experience the symptoms but to a lesser extent and the stimulation was going down her legs. It was logged that they were concerned the patient may have moved around too much and caused the wire to "push up against the wrong nerve".